Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure , vasoview 7 xb was unable to secure the field of vision due to the air leakage. They tried co2 insufflation through the syringe instead of the btt port, however the air leaked gradually. Stopped using the evh and continued the procedure by sectioning. The hospital noted that there was no apparent part of air leak, thus it might have been a failure of one way valve. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. Only the short port blunt tip trocar (btt) was returned back for investigation. Btt was evaluated by passing a syringe full of air through the co2 insufflation port with one-way valve. Both the end of the btt body was covered tightly. While passing the air, pressure was created at the ends of the btt body. The air started leaking gradually at the base of the insufflation tube. A microscopic inspection identified a small tear in the adhesive at the distal end of the one way valve, roughly 1mm across. Based on the returned condition of the device the reported complaint was confirmed for reported failure mode "leak."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was unable to secure the field of vision due to the air leakage. They tried co2 insufflation through the syringe instead of the btt port, however the air leaked gradually. Stopped using the evh and continued the procedure by sectioning. The hospital noted that there was no apparent part of air leak, thus it might have been a failure of one way valve. The hospital did not report any patient effects.